Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The length of the membranous septum was unknown. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was reported to be implanted with the final depth of 4mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). During the procedure, the patient went into complete heart block and a temporary pacing wire was placed for overnight monitoring. On the following morning ((B)(6). 2025), the patient received a permanent pacemaker. It was unclear if the patient remained hemodynamically stable throughout the procedure since the patient went into a complete heart block, but there was no clinically significant delay reported. The patient did not have a prolonged hospital stay for monitoring of rhythm. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was stable and reported to be discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The length of the membranous septum was unknown. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was reported to be implanted with the final depth of 4mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). During the procedure, the patient went into complete heart block and a temporary pacing wire was placed for overnight monitoring. On the following morning ((B)(6) 2025), the patient received a permanent pacemaker. It was unclear if the patient remained hemodynamically stable throughout the procedure since the patient went into a complete heart block, but there was no clinically significant delay reported. The patient did not have a prolonged hospital stay for monitoring of rhythm. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was stable and reported to be discharged.

Manufacturer narrative:
An event of heart block during the procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention and unexpected medical intervention were due to case-specific circumstances. The patient received a permanent pacemaker. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.